Event description:
It was reported that the surgeon was doing a triathlon total knee at lawrence memorial. Implants were opened and the tech noticed a black substance on poly implant. The scrub tech had on clean gloves. It is unk if substance came from field or was implanted. Didn't want to take a chance so a new insert was opened and implanted into pt. The first insert never came in contact with pt. Surgeon was made aware and agreed with opening new insert. There was no delay in surgery time or out come.